Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a syncope episode and presented in clinic for routine follow up. Upon interrogation, the right ventricular lead exhibited noise and capture anomaly. The lead was reprogrammed. The patient would continue to be monitored.